Event description:
It was reported that high impedance was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was not confirmed in the laboratory. It is believed that a connection issue occurred or that the associated lead was damaged; the associated lead status is unknown, but as a competitor lead, any damage could not be confirmed.